Event description:
It was reported that the patient experienced loss of stimulation. The patient underwent an ipg explant procedure, was doing well postoperatively and the explanted device was kept by the facility.